Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the user cleaned the smartsite, no issues were noted, and when attempting to attach a&#1241;ringe to the valve it broke. There was no report of patient harm.

Manufacturer narrative:
(B)(4). The customer¿s report of a broken smartsite was confirmed. Visual inspection observed that the clear luer lock body that is welded to the female luer adapter was broken/cracked with the broken piece of the clear body still remaining within the female luer adapter (fla). A whitish area on one side of the damaged clear body, indicative of stress, was observed at the break point of the damaged clear body. Visual inspection of the valve observed the female luer adapter was separated from the clear body of the valve with the broken piece of the clear body still remaining within the fla. Markings, indicative of stress, were observed at the break point of the damaged clear body. Functional testing was not performed due to the obvious damage; however further testing and analysis concluded there were no smartsite materials or functional changes that could indicate any manufacturing related contributors to the breakage. The identified probable cause of the observed damage to smartsite component has been identified as lateral force exerted during disconnection of the smartsite valve from a mating component.